Event description:
The hcp reported that she believes that the pharmacy is incorrectly compounding the intrathecal baclofen which has caused overdose symptoms for the pt. The drug was tested in 2007. The expected concentration was 5ug/ml. The actual test results came back 3 times higher per report. In 2006, the clinic has been suspecting the concentration was incorrect but the pharmacy stated it was a pump issue. Caller states they have continually titrated the dose down to what it is today, 2.3ug/day. Caller stated the pt is highly sensitive to the drug. A follow-up report will be sent if additional info becomes available.